Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 331 mg/dl. Troubleshooting was performed. It was stated that the programming and alarm history appears to be correct. Ran a fixed prime test and the insulin exited. Assisted customer to perform the high-pressure and the device responded as designed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.